Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A (B)(6) male patient with end stage renal disease (esrd) on peritoneal dialysis therapy spouse reported to technical support her husband had peritonitis for the past three days. During a follow-up call a peritoneal dialysis registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis, and was treated with an unspecified medication (drug name, dose, route, and frequency unknown). The patient's peritonitis was due to touch contamination from the patient breaching aseptic technique. As of (B)(6) 2016, the patient's signs and symptoms of peritonitis resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
Medical records did not state a malfunction occurred. Medical records did not reveal the source of the peritonitis. Documentation in the medical record did not state there was a causal relationship between the liberty cycler and the peritonitis. The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were received from the patient's treatment facility and found the following: on (B)(6) 2016, the patient had a peritoneal dialysis fluid culture positive for staphylococcus epidermidis. On the same day, the patient was prescribed intraperitoneal vancomycin for home administration. Patient was retrained on peritoneal dialysis administration. As of (B)(6) 2016, the patient's signs and symptoms of peritonitis and stomach pain resolved.